Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they did not receive a low battery alert prior to the off no power alert. Customer's blood glucose level was 272 mg/dl at the time of incident. Customer stated that the new battery did not resolve the issue. Customer also stated that the even after battery change the insulin pump would turn off after a couple of days. The insulin pump will be returned for analysis.